Event description:
While onsite servicing the sterrad® 100s sterilizer for another issue, a field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (2/13/2014 ¿ 8/12/2014) did not reveal a significant trend. The trending for problem code "odor/smells¿ (august 2013 ¿ july 2014) revealed the risk is considered low. The shuma defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
The field service engineer performed a preventative maintenance and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2014.